Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to sepsis. The pump operated as intended and will not be returned for evaluation.